Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c93ej, serial/lot #: (B)(6), ubd: 01-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 49mm aaa on it was noted that a suspected IV endoleak was seen at the end of the index procedure. It was reported that a follow-up CT taken 2 years later showed aneurysm enlargement. A suspected iiib endoleak was identified in the bifurcation in the same area the suspected IV endoleak was previously seen. There are no complaints against the endurant limbs and no concerns about distal seal. The physician believes the damage is in the main body. Per the physician the cause of the endoleak is undetermined. It was reported that a laparotomy was performed on an unknown date an the physician believe the endoleka was a type iiib from the bifurcate. The stent appeared to have been damaged and was explanted. Details of stent damage is unknown and it is unknown which devices have been explanted.